Manufacturer narrative:
Date sent to the FDA: 03/24/2021. Additional h6 component code: g07002 ¿ device not returned. Additional information was requested, and the following was obtained: how was the procedure completed? Procedure was completed with fresh suture. -was there any adverse consequence associated with the patient? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a CABG on (B)(6) 2020 and suture was used. During the procedure, the needle broke. There were no adverse patient consequences reported. No additional information was provided.